Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A 3i t3 with dcd tapered implant (bnpt5410) was received. Visual inspection of the returned products identified significant damage around the implant threads and collar, likely sustained during retrieval process. The implant was functionally tested with the returned drivers. The drivers were unable to firmly secure the implant due to the extent of the damage around the implant drive feature and the drivers. Review of the DHR for bnpt5410 did not provide any indication of a manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. It was confirmed that all operations and inspections were executed as per applicable procedure. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. The reported event was confirmed through visual and functional inspection of the returned products.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Patient's weight not provided/unknown.

Event description:
It was reported that the implant (bnpt5410) hex was damaged during placement. The implant was removed and another one was placed during the same surgery. Tooth location 19.